Event description:
It was reported that the patient had lost weight and alleged that the implantable pulse generator (ipg) had moved from the original site. There was no report of patient harm or injury. The device was re-sited without complications. The device remains implanted and functional.

Manufacturer narrative:
(B)(4). Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lost weight and alleged that the implantable pulse generator (ipg) had moved from the original site. There was no report of patient harm or injury. The device was re-sited without complications. The device remains implanted and functional.